Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal control module was not detecting flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.